Event description:
On 19 october 2025, the customer contacted leica biosystems and reported "we are experiencing something over dehydrated tissue processing on the peloris over friday night, noticed on saturday during embedding, I won't touch the peloris solutions and take it out of action." On 22 october 2025, the leica applications specialist (fas) documented that the customer advised " ... At this stage, cases are not diagnosable. We are trialling [sic] a glycerol soak and continue to review. As you can understand, some tissue is so scant that the process is becoming more difficult as we add steps." On 28 october 2025, the leica applications specialist (fas) received information from the customer that "will have final confirmation later today. It seems likely that two core cases won't be rectified." On 29 october 2025, the leica applications specialist (fas) received confirmation from the customer that two (2) patient cases were not diagnosable. Patient identifiers were unavailable at this time. On (B)(6) 2025, the customer clarified the affected patient cases were for the same patient and provided identifiers for the affected patient case.

Manufacturer narrative:
Information provided by the fas detailed that the reagent in bottle 9 (ethanol) had a concentration of 82% when measured by hydrometer. Based on this information, bottle 9 (ethanol) would have contained 82% ethanol, which is not appropriate for use in the final dehydrating step of a protocol. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first processing step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagents with the highest concentration are always used for the final processing step of a reagent group or type before changing to another reagent group or type. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98% the consequences of using ethanol at a concentration less than the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. The root cause for the sub-optimal processing of patient tissue samples reported by the customer was a use error. Specifically, a user failed to complete manual replacement of the reagent in bottle 9 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ information provided by the global support application specialist confirmed that due to this use error ¿¿the water contamination has caused smaller samples to be brittle and the larger samples to be under processed.¿ manufacturer evaluation of the information available showed that the instrument functioned as designed during execution of the affected tissue processing run.